Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device was on the cystic duct, fired the device and it locked on the tissue. The device was removed by manually forcing the jaws open. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Anti-backup, clip the analysis results found that the device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. It was fired and two unformed clips were fed. The remaining clips were all fired out and all were conforming according to our manufacturing specifications. The unformed clip was determined to be caused by an intermittent failure of the anti-backup feature. The intermittent failure of the anti-backup feature is unrelated to the opening issue. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device locked on tissue, then was able to be removed after the surgeon squeezed the handle several times. Another device was used to complete the procedure. No adverse consequences reported. The device was discarded.